Manufacturer narrative:
Device evaluation: one device was returned for analysis in used and damaged condition. Visual inspection showed sample had been damaged and was in bad condition making an investigation impossible. Based on the investigation, the complaint allegation was not confirmed.

Event description:
It was reported that the edge seen on the set's locking mechanism on a smiths medical device, which resulted in the inability to detach it from the machine.